Manufacturer narrative:
The returned sample was visually inspected and was found to be nonconforming with the trocar hub/cannula assembly missing from the trocar blade/handle assembly. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation of the returned sample confirms the missing trocar cannula/hub assembly noted by the customer. However, since the handle/blade assembly was returned opened, how and when the trocar cannula/hub assembly became missing could not be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. All trocar assemblies are 100% inspected for trocar hub/cannula assemblies by vision detection during the automated assembly process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic entry system cannula was missing during surgery. Surgery was completed with an alternate with no reports of patient harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).